Event description:
Customer reported that the defective sensor "measured values too low in conjunction with intermediate cable." No known compact or consequence to pt.

Manufacturer narrative:
The returned sensor was evaluated. Visual inspection revealed that the m15 connector latch was missing. The sensor was tested with a known good masimo cable and rad-57. The sensor passed functional testing and was determined to be functioning as designed.